Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that low sensing threshold was observed. The patient received inappropriate shock due to t-wave oversensing. The lead was explanted.